Event description:
It was reported that the customer's blood glucose (bg) level was less than 2 mmol/l. Customer consumed glucose tablets and glucose gel to address bg. Technical support recommended that the customer consult a healthcare provider to discuss potential factors affecting blood glucose levels, which the customer acknowledged and understood.